Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed on (B)(6) 2022, in order to let the site heal and close. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 14, 2022.